Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased. The device was explanted and replaced. Device is not expected to return for analysis. No additional adverse patient effects were reported.